Manufacturer narrative:
Patient followed up with an email and new information was added to the complaint. H6. Health effect - clinical code-tooth fracture. Medical device problem code-unintended movement.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had #3 extracted last summer. Their tooth was chipped and it was extracted to prevent infection. They also report they still have an overbite and their front gap reopens very quickly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.